Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. The programmer booted to black screen with no backlight. The inverter was shorted out on lower half. Also, inverter cover was melted and the liquid crystal display was melted from the inverter shorting out. There was no evidence of abuse or mishandling noted. All affected components were replaced. The programmer then passed all functional incoming tests.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and there were no patient involvement reported.